Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. There was a pinhole in the balloon material 3mm distally of the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.